Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy defibrillator (crt-d) exhibited episodes of inappropriate shocks due to supraventricular tachycardia (svt). No other information was provided. This device was surgically abandoned two years after implant. No further adverse patient effects were reported.